Event description:
The patient's husband reported the patient suffered from gastroenteritis since (B)(6) 2011 and experienced nausea and vomiting but her blood glucose was "ok."on (B)(6) 2011, the patient became unconscious for a short time and the husband called for an ambulance. The patient's blood glucose measured 340 mg/dl and then elevated to 480 mg/dl. Her normal blood glucose range is 120-150 mg/dl. The patient was treated in the intensive care unit for "only hours". Type of treatment the patient received was not provided. The patient's husband reviewed the alarm history of the infusion device and found the device was often stopped or "dead" and would start again by itself without an alarm or error message. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.